Manufacturer narrative:
(B)(4). Medical product: unknown lcck femoral component catalog # unknown lot # unknown, unknown tm cone catalog # unknown lot # unknown, unknown tm cone catalog # unknown lot # unknown. Report source: (B)(6). Pablo sanz ruiz, víctor estuardo león román, josé antonio matas diez, manuel villanueva martínez and javier vaquero., journal of orthopaedic surgery and research (2022) 17:135. Long term outcomes of one single design varus valgus constrained versus one single design rotating hinge in revision knee arthroplasty after over 10 year follow up doi:10.1186/s13018-022-03026-3. Multiple MDR reports were filled for this event: 0001822565-2022-01354, 0001822565-2022-01356, 0001822565-2022-01357. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent revision due to aseptic loosening. Attempt for further information has been made, but no further information has been provided.